Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 12/09/2022, zyno medical received a complaint that "pump 621823 was over infusing during a pm test. A 10 ml infusion was actually 12.5 ml." The device operator was a biomed technician. No medication was being infused. There was no patient involved.